Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination identified multiple kinks along the hypotube. No kinks or damages with shaft polymer extrusion. No issues identified during a microscopic examination of the extrusion shaft. All blades were fully bonded on the balloon and did not exhibit any signs of damage. A detailed microscopic examination of the balloon material identified no damages. The balloon was folded. A microscopic examination of the tip section found no damage.

Event description:
It was reported that the blade was lifted. A 15mm x 3.25mm wolverine coronary cutting balloon monorail was selected for use. During preparation, outside the patient, it was noted that the proximal part of the balloon crossing was loose, and the blade was slightly exposed. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the balloon fold was opened which exposed the balloon.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported that the blade was lifted. A 15mm x 3.25mm wolverine coronary cutting balloon monorail was selected for use. During preparation, outside the patient, it was noted that the proximal part of the balloon crossing was loose, and the blade was slightly exposed. The procedure was completed with another of the same device. No patient complications were reported.